Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer intermittently experienced high blood glucose levels ranging from 384mg/dl to "high" as displayed on the pump. Cause was unknown. Boluses were delivered and manual injections were administered to address bg level. Recommendation was made to discuss diabetes management with a health care professional.